Event description:
It was reported the alarms turned off at central. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote service engineer (rse) tried to reach the customer; however, they were unsuccessful. The case and work order were later on cancelled because they had been created in error. The case is no longer required. Based on the information provided in the case, the customer's allegation could not be confirmed. If additional information is received the complaint file will be reopened.